Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of a report for an event which occurred in the USA stating "water jet channel missing metal piece came off. The issue occurred when disconnecting the scope from the block in the medivator. A radial jaw (boston scientific radial jaw 2.8mm lot #26658803 ref#(B)(4)) was used during the procedure. No medical intervention was needed (the issue occurred after the procedure)" involving pentax model ec-3890li/serial (B)(4). The device was returned to pentax. Pentax service inspectional findings included: forward water jet socket missing, wet leak test not performed unit compromised, air/ water nozzle glue missing, bending rubber glue cracking at insertion tube side, bending rubber glue cracking at distal side, side body cover loose, bending rubber mild discoloration. Repairs were performed on the device which included replacement of the following components: o-rings and seals. The device was returned to the customer on 05/14/2021.